Event description:
Reportedly, during patient use, a 'device alert' occurred, the ventilator stopped delivery breaths and it shut down. The patient was manually ventilated. This issue was not duplicated by the hospital or by the distributor. There were no adverse patient effects reported.

Manufacturer narrative:
Though requested, patient information was not provided.